Event description:
Repiratory therapist was about to draw a blood gas sample for analysis. It was then discovered that the kit did not have a syringe in it. They were able to locate another kit without adverse patient outcome. Rt reported that the package did not appear to have been tampered with prior to attempted use. Patient in question was copd patient who was at risk.